Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found a scratched screen; otherwise, the pump was in good physical condition. No problems or issues were identified during this device history record review. Functional testing of the pump found that the moment the device was powered up, it started double beeping. The cause of the reported problem was found to be the downstream sensor. The downstream sensor was replaced to correct the issue.

Event description:
It was reported that a pump was double beeping without a cassette. No patient involvement.